Event description:
It was reported that during preparation of a 2.75x23 rx xience xpedition stent delivery system, the stent dislodged from the balloon when the protective sheath and stylet were removed; the stent was halfway inside of the protective sheath and the distal stylet with the stylet remaining in the stent. No resistance was felt when removing the protective sheath. The device was not used in the patient anatomy. Another same sized xpedition was able to be prepped and used in the patient, successfully completing the procedure. There was no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.